Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave pump. Fse performed a preventive maintenance, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a communication error. There was no patient involvement.